Event description:
The electrode array of the pt's implant migrated out of the cochlea, per the surgeon's report. The device was explanted and a new device was implanted. The pt is doing well. This is the final report.